Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 1mg/ml at 0. 7498mg/day via an implantable pump. The indication for use was malignant pain. It was reported that the patient came in to the office today (B)(6) 2018 for a refill and a motor stall was seen at initial interrogation. It was also noted that the pump was empty as the patient had missed the refill. The motor stall occurred on (B)(6) 2018. It was unknown if the patient recently had an MRI as initially it was stated as no but then the reporter stated that the patient was going to have an mriand got the MRI department and it was cancelled. The reporter interrogated the pump with logs and a motor stall recovery occurred with the same date and time she interrogated the pump; motor stall and recovery, stopped pump period may exceed tube set. It was reported that the patient was a poor historian, has been more depressed, not communicating well and not eating well. The patient also has had an exacerbation of her pain and continued to take oral pain meds. The physician would refill the pump and check for volume discrepancy and would monitor the pump. No further complications were reported.